Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, the ventilator inoperative complaint was not confirmed. The service technician states that a ventilator service required error was found in the device's error log instead, relating to a pressure sensor mismatch. The root cause was determined to be contamination of the tubing and filters. The service technician states that the tubing and filters will be replaced to resolve the error. Additionally, a non-reportable error code relating to an obstruction expiratory was also found in the device's error log that was also due to contamination. The filter and tubing replacements will resolve this error as well. The technician states that the device is contaminated with dust. The blower, machine flow sensor, and 2 in-line filter prox are contaminated. The muffler assembly, particulate filter, and air inlet foam filter and maintenance label will be replaced for maintenance. On the previous report the due date was incorrectly stated as 1/15/2025. A correction is being filed to update the report due date to the correct date of 01/15/2026.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, the ventilator inoperative complaint was not confirmed. The service technician states that a ventilator service required error was found in the device's error log instead, relating to a pressure sensor mismatch. The root cause was determined to be contamination of the tubing and filters. The service technician states that the tubing and filters will be replaced to resolve the error. Additionally, a non-reportable error code relating to an obstruction expiratory was also found in the device's error log that was also due to contamination. The filter and tubing replacements will resolve this error as well. The technician states that the device is contaminated with dust. The blower, machine flow sensor, and 2 in-line filter prox are contaminated. The muffler assembly, particulate filter, and air inlet foam filter and maintenance label will be replaced for maintenance.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint. The device has been sent to a third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.